Event description:
It was reported that the pump was looping in the cartridge loading sequence. The customer performed a pump reset and was able to complete the loading process and resumed insulin delivery. Reportedly, the customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.